Event description:
It was reported that the patient experienced a loss of stimulation from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Block d6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7077261/ 7078700.

Event description:
It was reported that the patient experienced a loss of stimulation from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. Additional information was received that the explanted devices will not be returned.